Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to broken grip cable at the distal end. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.